Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The device was not available for evaluation, as it remains implanted in the patient. It is to be noted that in this case the sapien 3 valve was implanted in the native mitral annulus, which is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Per the instructions for use (IFU), valve malposition requiring intervention and perivalvular leak are known potential complications associated with bioprosthetic heart valves. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to regurgitation, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, there was no indication a product deficiency contributed to this adverse event. The reported event was due to procedural factors damaged incurred to the mitral valve during the procedure likely due to device manipulation. There was no allegation or indication that these adverse events were related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 23 mm sapien 3 valve in the mitral position via transeptal approach damage in the mitral valve occurred. Post implant the patient had mitral regurgitation. On post op day two the patient had a mitral clip procedure. No further information regarding the event is available at this time.

Manufacturer narrative:
Additional information was received. Corrected b.5, d.1, d.4, h.4, and h.6 codes based on the new details received. Per the instructions for use (IFU), cardiovascular injury such as perforation or dissection of valvular structures [e.g., injury to the mitral valve/ apparatus] are known potential complications associated with the overall thv procedure. Chordae tendinae rupture in thv can occur during the advancement of the guidewire, bv catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases, intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035" soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change the direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035" amplatz extra-stiff wire with the pre- shaped distal end in the left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. Per the instructions for use (IFU), chordae tendinae rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the chordae tendinae rupture is unknown but may be related to the mechanisms above. As the mitral leaflet tear was not noted at the end of the tavr procedure, only after the mitral clip procedure, it is possible the tear may have been caused during that intervention. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the japanese tavi case registry. After a 23mm sapien 3 valve was implanted during a transfemoral tavr procedure, damage to the patient's mitral valve was observed. On postoperative day (pod) 2, the patient was transferred to another facility for a mitral clip procedure due to mitral regurgitation (mr). Additional information was obtained through the japanese tavi case registry. After the hospital transfer, the patient received the mitraclip procedure but the mitral regurgitation not resolved. On postoperative day (pod) 3, both the aortic valve and mitral valve were surgically replaced. The patient developed cerebral hemorrhage and passed away on pod 6. There was no allegation of valve malfunction. The additional information identified that chordae tendinae rupture occurred during the tavr procedure. In addition, it was reported that during the replacement surgery, a tear was found on the mitral valve.